Manufacturer narrative:
MDR 2517506-2018-00484 was filed for the same event. The customer contacted siemens customer care center (ccc) and reported a discordant, falsely elevated tacrolimus (tac) patient results were obtained on the dimension exl system. Siemens is investigating the event.

Event description:
A discordant elevated tacrolimus (tac) result was obtained on a patient sample on the dimension exl instrument. The result obtained was questioned by the physician since the patient had not been given tac since (B)(6) 2018 therefore the result was higher than expected. The same sample was processed on an alternate non-siemens methodology and a lower result was obtained. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated tac result.

Manufacturer narrative:
Original MDR 2517506-2018-00485 was filed 05-sep-2018. MDR 2517506-2018-00484 was filed for the same event. Additional information (11-sep-2018): headquarters support center (hsc) has reviewed the information provided and cannot determine a root cause for the discrepant patient result. Multiple requests were sent to the customer to obtain instrument data logs but the data was not provided by the customer. Additional information (20-sep-2018): the customer stated the elevated results when compared to an alternate methodology appeared isolated to this particular patient. No product nonconformance was identified. Event problem and evaluation codes has been updated to reflect the hsc conclusion.